Manufacturer narrative:
(B)(4). The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that during surgery while implanting the size 12 after the rasping procedure, the surgeon noticed that the implant was occupying too much space, so he decided to implant a size 8 stem.

Manufacturer narrative:
DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event was identified: size issue a trend is identified if at least one of the following criteria is met: 3 similar events within 1 month for the same item number. 6 similar events within 6 months for the same item number. 2 similar events for the same lot number. Review of event description: event summary: it was reported that the patient underwent primary anatomical shoulder as surgery on (B)(6) 2018. During surgery, the humerus was rasped to size 12p/10c. Following, unsuccessful press-fit insertion of an as fx shaft of size 12p/10c, as the shaft was too voluminous. Surgery was completed by cementing a shaft of size 8. Due to intraoperative complications a surgery delay of 45 min occurred. It was stated that the surgical technique was followed. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: compatibility: compatibility check could not be performed as only one product had been reported. Root cause analysis. Root cause determination using rmw: - implant damage intra-operatively, or assembly inconsistent with design intent due to unintended interactions between devices possible, as based on the little information given this cause cannot be excluded. Implant cannot be used for surgery due to the implant became defective due to inadequate transportation condition possible, as the device was not returned for investigation this cause cannot be excluded. Incorrect sizing of implants due to user cannot assemble rasp to handle not possible, as no assembly problem was reported. Incorrect sizing of implants due to user cannot identify humeral canal for rasping possible, as based on the little information given this cause cannot be excluded. Incorrect sizing of implants due to user cannot disassemble rasp from handle not possible, as no assembly / disassembly problem was reported. Incorrect sizing of implants due to user cannot identify, based on interference fit, the canal diameter possible, as based on the little information given this cause cannot be excluded. Incorrect sizing of implants due to user cannot assemble rasp extensions to rasps not possible, as no assembly / disassembly problem was reported. Incorrect sizing of implants due to user cannot disassemble rasp from handle not possible, as no assembly / disassembly problem was reported. Incorrect sizing of implants due to user cannot place screw and spring into the rasp not possible, as no assembly / disassembly problem was reported. Incorrect sizing of implants due to user cannot tighten the screw and thus engage the spring not possible, as no assembly / disassembly problem was reported. Incorrect sizing of implants due to incorrect size identification using resected head possible, as based on the little information given this cause cannot be excluded. Incorrect sizing of implants due to incorrect size identification using resected head possible, as based on the little information given this cause cannot be excluded. Incorrect sizing of implants due to user cannot assemble trial head to fx rasp not possible, as based on the little information given this cause cannot be excluded. Incorrect sizing of implants due to user cannot identify how to re-position bone fragments possible, as based on the little information given this cause cannot be excluded. Incorrect sizing of implants due to user cannot identify correct height of reconstruction possible, as based on the little information given this cause cannot be excluded. Incorrect sizing of implants due to user cannot determine the appropriate sizes of implants to use possible, as based on the little information given this cause cannot be excluded. Incorrect sizing of implants due to user cannot remove trial devices from the bone not possible, as no assembly / disassembly problem was reported. Incorrect sizing of implants due to user cannot identify the sizing scheme for the humeral trial devices from the as I/r possible, as based on the little information given this cause cannot be excluded. Incorrect sizing of implants due to user cannot assemble the trial devices not possible, as no assembly / disassembly problem was reported. Incorrect sizing of implants due to user cannot assemble the trial devices to the rasp not possible, as no assembly / disassembly problem was reported. Incorrect sizing of implants due to user does not perform a trialling step possible, as based on the little information given this cause cannot be excluded. Line r-4.10.1.6: incorrect sizing of implants due to user cannot remove trial devices from the rasp not possible, as no assembly disassembly problem was reported. Incorrect sizing of implants due to user cannot disassemble trial devices not possible, as no assembly disassembly problem was reported. Incorrect sizing of implants due to user cannot remove fx rasp from humerus possible, as based on the little information given this cause cannot be excluded. Wrong implant size chosen due to wrong or inadequate labeling of the device (packaging) possible, as the device was not returned for investigation this cause cannot be excluded. Conclusion summary: it was reported that the patient underwent primary anatomical shoulder as surgery on (B)(6) 2018. During surgery the humerus was rasped to size 12p/10c. Following, unsuccessful press-fit insertion of an as fx shaft of size 12p/10c, as the shaft was too voluminous. Surgery was completed by cementing a shaft of size 8. Due to intraoperative complications a surgery delay of 45 min occurred. It was reported that the surgical technique was followed, therefore, it is assumed that the humeral shaft was rasped with increasing rasp size to the final as rasp regular size 11.5 [12p/10c] (ref: 01.04237.115). It is assumed that after the failed attempt to press-fit a humeral fracture regular stem of size 12/110mm, a humeral fracture regular stem of size 8/110mm was inserted. According to the surgical technique an as fracture regular stem 10c should have been used as a first attempt. It is unknown due to which reasons a stem of size 8 was implanted. No product was returned to zimmer biomet for in-depth analysis. Further, neither x-rays nor operative notes were received; therefore the detailed course of events is unknown. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No event update.